Manufacturer narrative:
Physio-control further evaluated the replaced user interface pcb assembly and the cause of the reported issue was determined to be due to a failure of integrated circuit, designator u8.

Event description:
A third-party service agent contacted physio-control to report that their customer's device would not illuminate its display during preventative maintenance. As a result, the device was inoperable and defibrillation therapy would not be available, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and verified the reported issue. After replacing the post redux user interface pcb, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their customer's device would not illuminate its display during preventative maintenance. As a result, the device was inoperable and defibrillation therapy would not be available, if it was needed. There was no patient use associated with the reported event.